Manufacturer narrative:
Per the user guide: the device is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing continuous elevated blood glucose (bg 308 mg/dl). Correction bolus was delivered. Customer alleged the pump was not delivering the correct amount of insulin on the third day of cartridge use. There were no alerts or alarms. Customer declined tandem technical support¿s offer to troubleshoot. Reportedly, customer was using fiasp insulin in the cartridge. Customer continued to use pump for insulin therapy. Upon follow up, customer switched to using novolog insulin and has had no further issues.